Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the procedure sheath was withdrawn, the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, however, the assembly was difficult to insert due to the patient's large body size. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The estimated blood loss was less than 250cc. The reported event did not result in patient injury. There is not a direct allegation that the reported device caused or contributed to patient injury. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential issue of insertion difficulty. The likely cause was determined to have been difficult insertion due to large patient anatomy. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).